Event description:
This ics 3000 showed no marker annotation or charge bar during dft testing. In addition, company agent reported that the iegm was never properly displayed during the case. He heard a large amount of baseline noise. He was not able to determine charging based on when the iegm is not displayed. The lumos vr being implanted worked fine, and rescued the pt on the third shock. The next dft induction was done using an epr 1000 and the pgh from the 3000. Everything worked normally on the 1000 programmer.

Event description:
This ics 3000 showed no marker annotation or charge bar during dft testing. In addition, male reported that the iegm was never properly displayed during the case. He saw a large amount of baseline noise. He was not able to determine charging based on when the iegm is not displayed. The lumos vr being implanted worked fine, and rescued the patient on the third shock. The next dft induction was done using an epr 1000 and the pgh from the 3000. Everything worked normally on the 1000 programmer.